Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, a gray bar was noted on the implantable cardioverter defibrillator (ICD) indicating a low battery voltage. A different device was prepped for implant. There was no patient involvement.